Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years post filter deployment, patient scheduled for filter retrieval. Subsequent CT revealed some of the metallic prongs extending outside the wall of the inferior vena cava with one of the prongs extending beyond the posterior wall of the inferior vena cava into the inferior right lateral border of the vertebral body l3 with bony erosion and surrounding sclerosis. The cone and sheath were placed over the tip of the filter and then, majority of the filter was able to be moved from the wall of the vena cava. It was not able to fully sheath the filter because of the tilt and the inability to get the cone completely over the tip of the filter. Therefore, an incision was made in the base of the right neck all the way down to the clavicle with a knife. This incision was carried down with sharp dissection and able to locate the tip of the filter, and then, a small incision was made over this and the filter was retrieved. Next, decided to try to grasp the fractured short leg of the filter. It revealed that this short leg of the filter could be snared. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, filter tilt and retrieval difficulties.per medical records, multiple attempts were made to engage the filter using snare and cone but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts detached. The device and detached struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts retained in right anterolateral surface of infrarenal inferior vena cava. The current status of the patient is unknown.